Event description:
The rptr stated that she did back to back blood glucose tests, within mins of each other, using separate finger sticks and strips. Her results were 240, 139, 212 and 140 mg/dl. She did not have any symptoms. Two control tests were done during troubleshooting, with results in range, 118 and 119 (90-135). She stated that she had added a second drop of blood to some tests (unspecified) for coverage, to make the confirmation dot a solid blue. The lifescan rep reviewed cleaning, testing technique, deeper penetration cap usage, and fine tip lancets with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8